Manufacturer narrative:
(B)(4). Concomitantly on (B)(6) 2010, the patient underwent a hysterectomy. The patient had a cut and release procedure in (B)(6) 2011, and had a complete mesh removal surgery on (B)(6) 2011 due to pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/26/2019. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.